Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stenting procedure performed in 2009, to treat a tight malignant stricture in the distal esophagus. According to the complainant, the stent was implanted successfully. However, the patient experienced heavy vomiting post stent implantation. The patient received no solid foods for the first three days following stent implantation. Three days post implantation, a controlled endoscopy revealed that the stent had fully expanded. However, two of the stent struts were noted to be broken. The stent remains implanted and no additional procedure has been scheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.